Manufacturer narrative:
Product analysis #706602796: equipment used: vis (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline vantage was returned stuck inside the catheter hub, within the outer carton, a biohazard bag, and a shipping box. Damage location details: the pushwire was separated proximal to the dps sleeves. The distal broken segment of the pushwire (tip coil and sleeves) was not returned as they remained inside the patient. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid was found to be detached from the pushwire and stuck inside the catheter hub. The braid's distal, middle, and proximal were fully opened with no damage. Bends were found at 37.0cm to 38.6cm from the proximal end of the pushwire. No defects were found with the distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 2.0cm to 7.7cm from the distal tip. No other anomalies were observed. The broken end was sent out for sem analysis. Testing/analysis: the catheter was cut to remove the braid. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issue; however, resistance was observed at the damaged locations. Per the sem results, the broken end failed via torsional overload. Conclusion: based on the returned devices, the customer complaint was confirmed that the pipeline vantage braid was stuck inside the catheter hub. In addition, the pushwire was separated proximal to the dps sleeves. The broken end failed via torsional overload. From the damages seen on the catheter (accordioning), braid (fraying), and pushwire (bending/separating), it appears there was a high force used. These damages may have occurred when the customer attempted to retrieve the pushwire through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. The customer reported that vessel tortuosity was moderate, ruling vessel tortuosity as a potential cause. The customer also reported that "all flushes were going" during the procedure. It is unclear if the continuous flush with heparinized saline was used. Therefore, the lack of continuous flush with heparinized saline could not be ruled out as a potential cause. The customer report of "failure to open" could not be confirmed as the braid's distal, middle, and proximal were fully opened with no damage. The cause of the failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline encounter resistance in the proximal end of the catheter and the tip prematurely detached. The tip of the device remains in the patient. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ica aneurysm at the petrous segment with a saccular morphology. Flow diverter deployment for previously coiled wideneck and giant aneurysm. Aneurysm dimensions: max diameter 18 mm, neck diameter 8 mm. Landing zone (artery size): distal 3.7 mm, proximal 4 mm and mid segment4.5 mm. The vessel tortuosity was moderate. The access vessel was the right ica (diameter 5 mm). While deploying the pipeline vantage at the distal landing zone, the device was not opening then after few minutes the healthcare provider resheathed the device with the phenom. During resheathing the tip coil of the pipeline vantage detached <(>&<)> jumped to supraclinoid segment. The healthcare provider tried to pull out the device and load in to sleeve but it became detached in proximal end of the phenom catheter. The healthcare provider tried to retrieve the detached tip coil by using solitaire and rebar. When it was almost retrieved the tip again slipped and entered into the previously coiled aneurysm. Then snares were tried but still couldn¿t be achieved. The same size of pipeline shield with new phenomcatheter was deployed and the coil opposed to the vessel wall. The catheter was flushed as indicated in the IFU. There was friction/difficulty during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. No surgical or medicinal intervention was required. The event did not occur during an onyx injection. It was unknown if dapt (dual antiplatelet treatment) was administered. There were no patient symptoms or complications associated with the catheter in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the pipeline failure and resistance was not determined. All flushes were going. There was no damage to the pipeline pushwire observed. The pushwire was not rotated or pulled back at anytime during the procedure. The distal end of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open; opened in straight segment.